Event description:
Report received from (B)(6) states: "tubing obstruction after removing a part of the cataract. The aspiration lost his power due to the tubing occlusion. No impact or consequences to the pt."

Manufacturer narrative:
The product has been requested yet not received. The sterilization and lot history records were reviewed and found to be acceptable.